Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient a status post left total hip which was described as many years ago. The cup has appeared to be loose and now in a vertical position. Dr. Requested to revise the cup to a titanium revision cup. The stem was identified by xray to be a cemented omnifit stem. Dr carefully removed the cup using osteotomes. A new titanium revision cup was implanted. Once satisfied with the stability and leg length a new head was impacted and surgical site was closed. Surgery was performed without incident.